Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Device a was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for (replace instrument error screen device b was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for (replace instrument error screen the devices were activated with the generator and an error code 5 was displayed. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. A probable cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. If the harmonic system senses an instrument fault during use, an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear. Device b batch, mfg date: 10/10/2011, exp date: 9/10/2016.

Event description:
It was reported that during a lap hysterectomy procedure, the ace shear generated an error resulting in the error message: "replace instrument". According to the surgeon the error occurred during the last steps of the hysterectomy while cutting through the cervix. Another device was used to complete the procedure. Surgery was prolonged five minutes. There were no adverse consequences for the patient.